Manufacturer narrative:
Continuation of d10: product ID: 3093-33, lot#: va03rmg serial#, implanted: on (B)(6) 2013, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot#: (B)(6), ubd: 10-oct-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a note that indicated that the physician was unable to completely remove the 3093 lead from the sacrum at a case on (B)(6) 2020 and the lead had to be broken as close to the sacrum as possible. The issue was not resolved through troubleshooting. Patient said they hadn't used their device in some years. Patient was trying to connect to their implant and kept getting device not responding. Tss reviewed registration information. The patient was redirected to their healthcare provider to further address the issue.